Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. Black material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. These types of striations are more conclusive of sharp instrument damage rather than shell failure due to wear. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Similarly, mentor concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year old african american female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant that ruptured postoperatively. Additionally, the patient had capsular contracture on that side, though the grade is unknown. As a result, the patient had the device explanted and replaced with a like device (catalog # 3504004bc, s/n (B)(4)) on (B)(6) 2018. On 10/22/2019, mentor became aware that psr submission reference numbers (B)(4) are duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.